Event description:
It was stated that the customer experienced high blood glucose levels and ketones. Boluses were given, but the high blood glucose levels continued. It was then stated that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.